Event description:
The end user's wife reported he has multiple fluid filled blisters under the distal end of the tan tape collar. She stated when he cuts the tan tape collar off of the distal end of the skin barrier, the fluid filled blistered areas resolve, but once he leaves the tape collar on the skin barrier, the fluid filled blisters return.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user's wife reported her husband has a peristomal hernia. He uses water to cleanse his peristomal skin. She stated he uses hollister protective gel and coloplast brava strip paste on his peristomal skin. She reported the end user is cutting the distal end of the tan tape collar off of his skin barrier. She stated he tried applying fucidin cream to the area. The end user's wife was instructed on crusting with stomahesive powder and protective barrier wipes or water. It was recommended to the end user's wife to have the end user continue to cut the tan tape collar off at the distal end of the skin barrier until he receives samples being sent. It was also recommended that the end user uses a skin barrier without tape collar. The wife was instructed to have the end user to clean his skin with a soap that does not contain any lotions, moisturizers or creams and was advised to follow-up if area worsens or does not improve. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.